Event description:
The patient was undergoing hip arthroplasty, and after the distraction of the right hip joint was applied, an attempt was made to tilt the table for better access. The anesthetist was unfamiliar with the bed and did not know it would rotate 180 degrees. She was unable to get the bed to tilt using the electronic hand control, and seeing the "lock/unlock" lever on the bed, she unlocked it, thinking that was why the bed would not tilt. The table top rotated and the patient was dangling by the two straps that secured him to the table; one strap was across the chest, and the other, across the non surgical (left) leg. The health care team reacted swiftly and was able to maintain the security of his airway and reorient the bed. He was moved to another bed. The manufacturer was notified and after the incident they found the bed to have a burned out rear motor, and a non-functioning circuit board. The service technician who replaced the motor indicated that manual rotation of the bed could burn out the motor. It is unclear whether the motor and the circuit board malfunctions were caused by the unexpected rotation of the bed, or if they were broken before the incident occurred. The anesthetist said the warning label for the 180 degree rotation lock/unlock lever states the bed may move if you unlock it, but does not warn the user that the bed will rotate 180 degrees. Post-event, the hand controller was operating without problems. It is worth noting that if the hand controller is not able to be used (due to the bed not being locked appropriately, battery problems, etc), there is no way to manually tilt the bed. The manufacturer was notified of this incident and preformed an on-site educational seminar on the operation of this surgical table. The patient complained of a sore neck afterwards, but that has since been resolved.